Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Universal surgical manipulator (usm) was analyzed, and the complaint was confirmed by failure analysis. The reported repeated 23008 error against axis 6 was confirmed via logs but was not replicated in-house. The usm was tested on an in-house system in normal mode with no triggered errors. The usm passed all tests.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure that an error occurred against arm 2. The site was able to recover, but the error came right back. The site performed a hard restart on the system prior to calling, with no change. The site continued with set up and stated they would disable the arm for the procedure. There were no reports of patient injury. Intuitive followed up with the initial reporter and received the following additional information: system functionality was checked upon powering on the system. The system initially powered on without errors.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported error upon startup. The fse replaced universal surgical manipulator (usm) 2, and tested it with a blue fiber cable, and then again with an integrated wall and boom plates. System was tested and was ready for use. Isi has received the usm, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.